Event description:
On (B)(6), 2012, the patient called with assistance with troubleshooting the pump history. During the session, the patient mentioned he experienced a blood glucose reading and blacked out. Reportedly, he fell in the kitchen resulting in a broken leg. Reportedly, he went to bed after episode and rested until he felt better. He went to ER 3 days later and found out his fibia was broken in 4 places. The subject is being sending back due to the time/date reset and history issue. This complaint is being reported because the patient blacked out while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump history shows date changes from (B)(6) 2011 to (B)(6) 2010 and (B)(6) 2011 to (B)(6) 2012. The pump history shows that no boluses were delivered from (B)(6) 2012. During evaluation boluses were able to be programmed, delivered and recorded correctly in the pump history. The pump was exercised for 24 hours with no issues. No insulin delivery defects were found during testing. Unrelated to the event the internal battery was found to have failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.